Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the ac power module was faulty. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. The customer t replace the ac power module.

Event description:
It was reported to philips that the ac power module has failed. There was no patient involvement.